Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. No anomaly with the drive support disk or insulin pump color noted.

Event description:
It was reported that the drive support cap is partially indented and flush. The blood glucose reading is 149 mg/dl. Advised he customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.